Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis, acute coronary syndrome and severe episode of sub sternal chest pain associated with dizziness, and weakness occurred. In (B)(6) 2012, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion #1 was an instent restenotic lesion located in the proximal saphenous vein graft (svg) to proximal right coronary artery (rca) with 75% stenosis and was 4mm long with a reference vessel diameter of 4mm. The target lesion was treated with pre-dilatation followed by placement of a 4.00mm x 16mm ion stent, with 10% residual stenosis. The target lesion #2 was an instent restenosis of an unknown drug-eluting stent located in mid lad with 75% stenosis and was 16mm long with a reference vessel diameter of 3.25 mm. The target lesion was treated pre-dilatation followed by placement of a 3 mm x 20mm ion stent, with 10% residual stenosis. The target lesion #3 was a de novo lesion located in the distal lad with 75% stenosis and was 72mm long with a reference vessel diameter of 2.75mm. The target lesion was treated pre-dilatation followed by placement of a 2.75mm x 16 mm ion stent. Following post-dilation, residual stenosis was 10%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with severe episode of sub sternal chest pain associated with dizziness, weakness and was hospitalized on the same day. The patient was diagnosed with acute coronary syndrome. The 80-90% diffuse re-stenosis of the previously placed non-bsc stent and of the study stent placed in distal lad was treated with balloon angioplasty followed by placement of a 2.75mm x 20 mm ion stent, with 10% residual stenosis. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.